Event description:
A ti sternal locking straight plate implanted on an unknown date broke post-operatively and was removed.

Manufacturer narrative:
Subject device has been received and is in the evaluation process. No conclusion can be drawn at this time.